Manufacturer narrative:
The complaint of failure to capture was not confirmed. Device was returned for evaluation due to header advisory. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. On (B)(6) 2021, the device was explanted and replaced and had reported issue of loss of capture and the patient experienced dizziness. The patient condition was stable.